Event description:
It was reported that a pt underwent a successful one level (level unk) balloon kyphoplasty procedure. Final images in the anterior posterior (ap) view revealed an asymptomatic bone cement extravasation unilaterally out of the t11 vertebra. The procedure was completed successfully with no pt complications reported. The physician reported that the pt experienced pain relief from the balloon kyphoplasty procedure. No additional information was reported.

Manufacturer narrative:
Method: device not returned; f/u with company rep.